Event description:
The nurse reported the anterior chamber was fluctuating and smoke came from the anterior chamber. The nurse stated the anterior chamber was not maintaining. The surgeon was able to complete the case. Additional info received stated that event occurred within the first few mins of phaco during sculpt. The system displayed a message of 'occlusion'. The anterior chamber fluctuated and then recovered. The rest of the cases were completed with the back up system. There was not pt injury reported.

Manufacturer narrative:
The facility biomedical engineer performed troubleshooting with the company technical support specialist and found the phaco handpiece was fine but the I/a handpiece was partially clogged (the I/a handpiece was not an alcon product). The company service representative examined the system and could not find any problems. The system was then tested and met all product specifications. The company sales representative has been on site and checked all the settings and found them within recommendations. The facility stated other surgeons have used to system with no problems noted. Patient this report was mailed to FDA on: 12/05/2008.